Event description:
It was reported that the device will not turn on. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition. During functional testing, the reported complaint was confirmed. The device was plugged in the device into 115v outlet. Device would not power up. The root cause of the reported issue was found to be there was a crack in the return tube which had leaked water causing damage to multiple internal components, including membrane switch. Replaced return tube, main printed circuit board and membrane switch. Installed tempcheck test fixture; temperature was within tolerance. Device all passed all functional and electrical tests. A corrective and preventative action has been opened to address the reported issue.